Event description:
Drive is the initial importer of this device. The end-user locked the wheels of the device and attempted to stand by putting his weight on the armrests. The plastic on the right armrest and side rail cracked. The end-user allegedly received multiple cuts. A second incident two days later occurred when the front casters did not go over holes in the pavement causing the end-user to fall forward and hit his head. The patient sought medical attention due to bleeding, but no stitches were administered. Cuts were bandaged on both occasions. This report is based on information provided by end-user.